Event description:
Same case of 6000093-2007-00186. It was reported by the pt that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The consumer states that since having two taxus express2 drug eluting stents placed he has experienced "trouble breathing when he walks around." He was unable to complete a stress test and states the report showed "restenosis in the arteries." Additional info was requested, but is not available.

Manufacturer narrative:
The delivery device was discarded by the hosp and the stent remains implanted in the pt, therefore no direct product analysis is available. A review of the manufacturing record for this particular batch # 8538834 shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the complaint incident could not be determined.